Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic, nonsustained right ventricular oversensing episodes were observed as possible myopotential oversensing. It was recommended to test the device in clinic with the low frequency attenuation filter turned off. The patient will continue to be monitored. No further information is available.